Event description:
A customer reported an error with their cgm, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer in performing the reset. After the reset, the error code did not reappear, allowing the customer to successfully start their sensor session.